Manufacturer narrative:
Investigation is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer notified siemens on (B)(6) 2017 that the gantry moved in the wrong direction into the mechanical stop. It was reported that there was no injury or mistreatment as there was no patient involved in the incident.

Manufacturer narrative:
Investigation showed that the event occurred during a system check by the user because they thought they heard a tywrap loose inside the system covers. Customer confirmed that there was no patient involvement and logfiles showed that the event did not occur during dose delivery. However, the root cause of the problem cannot be determined based on the log files. There was neither any hardware from the customer site nor additional information provided to further investigate the root cause though it was requested. Considering this, there will be no further investigation for the reported issue.